Event description:
The patient received 2 leads with the same lot number. The sjm representative reported that she met with the patient due to the patient not receiving higher back coverage as expected. The sjm representative was unable to resolve the patient's issue with reprogramming. The doctor scheduled x-rays for the patient's next appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.